Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's infection was procedure related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Intravenous antibiotics were prescribed. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had an infection at the pocket site. Intravenous antibiotics were prescribed. The patient will undergo an explant procedure.